Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure there was an issue with the aspiration rate. The surgery was completed using the same system and accessory. There was no harm to the patient.

Manufacturer narrative:
Additional information: the system was examined and the company representative confirmed the reported event. The company representative reconfigured the customer¿s surgical parameters. The system was found to have functioned to the customers liking and no further service was required. The system was manufactured on april 17, 2014. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to user error. The system user¿s manual contains sections that inform and instruct the customer how to set-up doctor and system settings for proper use. (B)(4).